Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15825376 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2013-00747 and #9616099-2013-00748.

Event description:
The report received from the (B)(6) study indicated that during the study index procedure, a 7 mm. Angioguard embolic protection device failed to track to the intended target lesion. Another 7 mm. Angioguard was then used successfully. A precise 7 x 40 stent was then delivered to the ostial left internal carotid artery (lica) target lesion but was deployed distal to the target lesion. A precise 8 x 30 stent was then deployed to successfully cover/treat the target lesion. There were no reported procedural complications, or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 5%. Post-procedure, the patient experienced an adverse event (ae) of ischemic stroke. The ae was characterized by aphasia and right hemiparesis. Onset was step-like and recovery was unknown. The patient was transferred to a rehabilitation facility the day of the procedure. The ostial lica target lesion was reported to be: a 95% stenosis, 30 mm. In length, absent of thrombus, 6 mm. Reference diameter, moderately calcified/tortuous, eccentric, and ulcerated. The lesion was pre-dilated. The residual stenosis was 5%. Debris was noted in the angioguard basket post-procedure.

Manufacturer narrative:
Complaint conclusion: during the index procedure, a 7 mm. Angioguard embolic protection device failed to track to the intended target lesion. Another 7 mm. Angioguard was then successfully placed and the lesion was pre-dilated. A precise 7 x 40 stent was then delivered to the ostial left internal carotid artery (lica) target lesion but the stent was deployed distal to the target. A precise 8 x 30 stent was then deployed to successfully cover/treat the target lesion. There were no reported procedural complications, or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 5%. The ostial lica target lesion was reported to be: a 95% stenosis, 30 mm. In length, absent of thrombus, 6 mm. Reference diameter, moderately calcified/tortuous, eccentric, and ulcerated. Debris was noted in the angioguard basket post-procedure. Post-procedure, the patient experienced an ischemic stroke characterized by aphasia and right hemiparesis. Onset was step-like and recovery was unknown. The patient was transferred to a rehabilitation facility. The patient¿s medical history includes: hyperlipidemia, abnormal stress test, congestive heart failure, CABG, smoking, diabetes mellitus, coronary artery disease, myocardial infarction, and hypertension. (B)(4). The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15825376 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported deployment difficulty. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the patient¿s significant medical history, vessel and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2013-00747 and #9616099-2013-00748.